Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear rubber tip perforated as to where the metal was showing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw and was attached at the tip and base of the jaws. Tissue and char buildup was observed on the jaws. The silicone insulation on the jaws was peeled at the tip of the cold jaw and remained in place at the base. Based on the returned condition of the device the reported complaint was confirmed for reported failure ¿peeled ¿ and the analyzed failure mode "bent wire detached" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 clear rubber tip perforated as to where the metal was showing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.